Event description:
It was reported that during a laparoscopic hernia surgery, specifically during peritoneal closure using a continuous suture technique, the suture detached from the needle tail. The device had been opened one minute prior to use and was not treated or hydrated before application. The issue occurred five minutes into the procedure. To resolve the situation, barbed sutures from another manufacturer were used to complete the suturing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one partial suture and one needle. The needle was received broken at the swage. Upon microscopic inspection, instrument marks were observed near the break site. Swage piece of the needle was attached to the suture. The suture was returned broken at the barbed section, 5 3/4 inches from the needle attachment with the loop end missing. It was reported that the suture detached from the needle tail. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of broken suture. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.